Event description:
The pt suffered a corneal burn during phacoemulsification surgery. One stitch was required to close the incision which was larger than normal due to the burn. No further problems reported.